Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement nellcor spo2 cable. Unit calibrated and safety tested to factory's specs.

Event description:
Customer reports no spo2 readings on accutorr plus monitor, which may have affected spo2 monitoring. No pt injury reported.